Event description:
The doctor reported that he placed a medpor chin implant intra orally and secured the implant with one screw on each side of the implant. The doctor stated that the patient had a silicone chin implant that had formed a capsule and reabsorbed some bone prior to the placement of the medpor chin implant. The doctor stated that he filled the area surrounding the medpor implant with fat. The doctor stated that an infection occurred. The doctor stated that he treated the infection with antibiotic. The doctor reported that in 2008, he removed the medpor chin implant.

Manufacturer narrative:
Following a review of the device history record lot number 86001-a592e11, it was determined that all processes and test criteria are within the medpor implant finished product specification. A copy of the current medpor instructions for use is included with cautions highlighted.